Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer cribriform was selected for an implant using a 9f amplatzer trevisio delivery system. The device was size by echocardiogram. During the procedure, after release, the device embolized in the descending aorta. The embolized device did not cause a partial or complete obstruction/blockage of blood flow. The physician used a non-abbott device and recaptured the device with no complications for the patient. It is unknown if a new device was implanted. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolized in the descending aorta and removal was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.